Manufacturer narrative:
Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ii ventilator unit is alarming low fio2 this did occur while the patient was on the unit but no harm. Customer stated when unit set to 60% unit would only deliver 55% this was verified by customers external analyzer at 90% it's 82% and at 100% its 107% also verified with callers external analyzer.